Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report she had a skin reaction after using the one touch delica lancets. On (B)(6) 2012, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2012, the patient allegedly received a reaction on her arm after using the reported lancets to perform a fingerstick puncture for blood glucose testing. The patient reported she had a red and itching rash from her hand to her shoulder for one month. The patient contacted her pharmacist for assistance/advice, and received treatment with topical creams and ibuprofen. The patient noted she did not seek any medical attention from her physician. The patient noted she had used ot delica lancets before and after this occurrence, without experiencing any symptoms. The patient has not used any other type of lancet to obtain blood samples for glucose testing. The patient was not aware of any known allergies to metals. The patient allegedly suffered a skin reaction after using the reported lancets, and received hcp treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.